Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that this lead was repositioned successfully.

Event description:
Boston scientific received information that during a follow up high thresholds resulting in loss of capture was noted. A repositioning procedure has been scheduled for this dislodged right atrial lead. No adverse patient effects were reported.